Event description:
A us distributor contacted zoll to report that a patient passed away on an unknown date while reportedly wearing the lifevest. The patient received an appropriate treatment on (B)(6) 2022, the last patient wear date, which resulted in a post shock asystole. The device was started up at 17:01:43 on (B)(6) 2022. At 22:09:52, an arrhythmia was detected. ECG shows vf with tactile artifact and electrode lead fall offt. At 22:10:27, the patient received the appropriate treatment. The rhythm at the time of treatment was vf with tactile artifact and electrode lead fall off. The post shock rhythm was asystole with tactile artifact and electrode lead fall off. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 22:16:17 on (B)(6) 2022.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.